Event description:
From the start of the case, the surgeon could not advance the corecath device down the olympus scope. A second scope was tried with no resolution. It was also reported while trying to advance the device, a piece of the blue marker flaked off and fell into the patient's lung. A second device from the same lot number was tried and successfully advanced through the scope, however the surgeon stated it was extremely tight. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).